Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had black water leaking out through the forceps channel and there was noise present on the screen. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the noisy image. However, for the foreign material failure, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.